Event description:
During a coronary stent procedure, the physician was unable to cross the lesion. While attempting to retract the delivery/stent device back into the guide catheter, the stent dislodged and was retrieved with the guide catheter. Pt status is unk.